Manufacturer narrative:
A ventec clinician explained to the customer how to perform a hard reset, which resolved the reported issue. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown".